Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the cassette after ending their pd treatment. The patient reported receiving an m30.1 balloon valve leak alarm during an unknown phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that peritoneal dialysis treatment was completed using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the cassette after ending their pd treatment. The patient reported receiving an m30.1 balloon valve leak alarm during an unknown phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that peritoneal dialysis treatment was completed using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9, h.3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the cycler exterior showed that the front panel display had a gap with the front panel bezel. There was evidence of dried fluid present within the cassette compartment; there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment test was performed and failed. During setup the cycler did not advance past step 1. The system air leak test failed. There was no vacuum being generated by the pneumatic system. It was determined that the cause was a faulty pneumatic valve. An internal inspection of the cycler revealed visual indications of dried fluid on the bottom cover beneath the pump assembly. There were indications of fluid in the hp1, hp2, hp3, and hp5 filters. The cause of the fluid and dried fluid could not be determined. After replacing pneumatic valve 26 the cycler underwent and passed a system air leak test and valve actuation test. Following the pneumatic valve replacement, a simulated treatment post test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.